Manufacturer narrative:
Investigation summary a series of photos were shared by customer, where a blue small particulate inside the filter is observed, based on the ftir performed by customer may suggest an abs resin the consistency of the particulate. No additional damage or anomalies are observed on the physical sample. Complaint of particulate matter can be confirmed, based on the photos shared by customer. However, since no product sample was received for investigation a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event involved a chemosafelock vial adapter with list number kl-va201u3 where the customer reported that there was blue foreign material suspended in the vial bottle when injected saline to prepare abraxane. The device was changed out or replaced with no further problems encountered. The event was noted before use to the patient; it was noted during preparation. Harm was not reported as a consequence of this event. The customer returned the device to terumo facility for evaluation and terumo upon checking inside of vial bottle, blue foreign matter was confirmed in the drug solution. The found foreign matter was collected. It measures approximately 1.7mmx1.0mm, and the color is blue. The ftir analysis was performed and the result showed the spectrum similar to abs resin. No foreign matter was observed on the sample itself (kl-va201u3).

Manufacturer narrative:
Photos have been provided for evaluation.